Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer sent a mail in july 2023 to advise that the product didn't open when required. Unfortunately, as it was a 2nd page of a 3 page pdf, it was noticed. "As per cc form": the evolution biliary didn't open. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Cancellation report is being submitted due to the additional received on 24-apr-2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Cancellation report is being submitted due to the additional information received on 24-apr-2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.